Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer was advised to stop using the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with an unresponsive blank display due to the power connector being unplugged. Unable to perform the displacement test, active current test, sleep current test and selftest due to the power connector not being plugged in. The connector was plugged in and the pump powered on successfully.